Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported peak of 362 mg/dl after sleeping without a connected sensor, then contacted support to connect a new sensor and transmitter, and changed the infusion set; the agent later confirmed the user was using a dexcom g7 and that both the sensor and transmitter had expired before replacement. Symptoms included hyperglycemia and thirst. Outcomes included no health consequences or lasting impact. Investigation included case review and confirmation of cgm component expiration contributing to signal loss. Investigation of this case revealed hyperglycemia associated with expired cgm components and loss of glucose data prior to reconnection, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user operation related to use of expired cgm components leading to loss of glucose monitoring and subsequent hyperglycemia.